Event description:
It was reported that part of the bosses of the clip was found separated after loading on the applier prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip 544250 hemolok xl clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination revealed that the clip was returned with one of the pierced bosses broken off and gouges near the hook. The broken pierced boss was not returned. The returned clip appears used as there is biological material present on the clip. The gouges near the hook is an indication of improper use (loading/removal) or use of damaged appliers. It appears that improper use (loading/removal) or damaged appliers caused the observed damages on the clip. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how or why the clip broke. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned with a broken pierced boss and gouges near the hook. The broken pierced boss was not returned. It appears that improper use (loading/removal) or damaged appliers caused the observed damages on the clip. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73e1800111 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that part of the bosses of the clip was found separated after loading on the applier prior to the patient.